Event description:
New information received notes that the device was explanted and replaced.

Event description:
It was also noted that the device battery voltage value was at eri but there had been no indication for eri. A device replacement was recommended as the device indicated eri during an updated battery voltage measurement. There were no adverse consequences for the patient.

Manufacturer narrative:
The reported eri detection anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.